Event description:
The hospital reported that during a diagnostic bronchoscopy, a piece of the glue cement from the distal tip came off and fell inside the pt. The piece of glue cement was retrieved from the pt with the use of a biopsy forcep. There was no pt injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that there were non-olympus parts and repairs on the bronchoscope, which includes the following parts: bending section cover, bending section cover glue cement and the "burndy" contact pins on the electrical connector. In addition, the image was intermittently flickering. There were some internal cracks noted on the light guide lens. The user's experience cannot be determined at this time. However, if further relevant info becomes available a supplemental report will follow.